Manufacturer narrative:
Additional information received stated that the patient was explanted and is reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a pt was having difficulties charging her ipg. A bsn rep analyzed the pt's database and showed no abnormalities. Additionally, the pt is experiencing ineffective therapy as the physician could not originally place the lead high enough due to scar tissue. The pt opted to have the entire system explanted.

Event description:
A report was received that a patient was having difficulties charging her ipg. A bsn representative analyzed the patient's database and showed no abnormalities. Additionally the patient is experiencing ineffective therapy as the physician could not originally place the lead high enough due to scar tissue. The patient opted to have the entire system explanted.